Manufacturer narrative:
Previous admission for driveline infection. MFR: 2916596-2020-05465. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with a worsening driveline infection and positive blood cultures for (B)(6). It was believed that the patient did not take their antibiotics previously instructed. The patient underwent a repeat incision and drainage of the driveline and a wound vacuum was placed. The patient was started on intravenous naficillin of six weeks and plan of care was to transition to keflex for life. The patient was discharged on (B)(6) 2020. The patient was listed as stable. No further information was provided.